Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had sometimes buttons require multiple presses and visible scratches to screen makes difficult to read when not back light. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had battery cap broken it did not make proper contact with battery, had received failed battery test when replaces, possible damage to threading on battery cap, random and unexplained no delivery alarms not correct by replacing infusion set and reservoir and rewinds slower than in the past. The insulin pump will not be returned for analysis.